Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The dso (downstream occlusion sensor) failed during calibration. The dso was replaced during repair. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pumps exhibited calibration issue. No adverse effects reported.